Event description:
It has been reported to philips that the allura device would not boot up. No harm has been reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The complaint was escalated for technical investigation and the results indicates that this case has been cancelled and system is up and running again, nothing else required. No further information regarding the issue has been provided by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.